Event description:
Reports one cryocyte 500 ml freezing container in which the bag "broke right at the seam." Detected during thawing. Product was stored in liquid nitrogen for 24 hours. Stem cells were collected in 2005 from relative of patient. Patient did not receive the products in the broken bag. There was 100ml of product in the bag. Facility had a back-up bag to give patient which resulted in patient receiving total cd34 of 5.52/kg.